Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. Tandem technical support advised the customer to prime the air bubbles out of the infusion set tubing. Blood glucose level was 277 mg/dl.